Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level was "high"; specific value not provided. Customer delivered a correction bolus via the pump to address bg. The customer continued to use the pump for insulin therapy. Additionally, it was reported that intermittent unspecified alarms occurred. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.